Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the plastic distal end cover and the distal end had a scratch due to a handling issue. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip and a crack due to chemical or physical stress. It was also observed that the mouthpiece was loose due to rotational stress of the water supply connector when attached to the scope connector. Lastly, scratches were observed on the following unit components due to external factors: right and left knob, up and down knob, lock engagement lever, lock engagement knob, scope connector cover, switch box, image guide protector, scope connector, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. It was unknown if during the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air/water nozzle with the detergent solution. It was unknown if the customer wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope has distal end defects including the lens and cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present because of physical damage of the device and deviation of reprocessing from the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.